Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
On (B)(6) 2012, (f/u performed one week post-implantation), atrial lead impedance was reported over 3000 ohm. In addition, p wave amplitude and threshold were not measurable at first; then they were measurable and displayed on the programmer with an impedance of 6000 ohm. Normal values were obtained after that. Noise oversensing with interval of 125 ms in the atrial side was confirmed on aida data and on atrial egms. When the mv sensor was re-programmed to off, noise disappeared. However, p wave amplitude and threshold were not measurable again. No anomaly was observed at the lead and connection level through x-rays. The device was then reprogrammed to vvi/50min-1, although a connection or a lead issue was suspected.